Event description:
It was reported that the flow diverter (subject device) was not well apposed in his proximal segment. Used balloon catheter to appose device to vessel (no existing plaque before stenting). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that the flow diverter (subject device) was not well apposed in his proximal segment. Used balloon catheter to appose device to vessel (no existing plaque before stenting). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 lot # - corrected from 21722433 to 21722433r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the device deficiency of the stent was not well apposed in his proximal segment is related to the device but did not contribute to an adverse event. There were no clinical consequence to the patient due to the reported event. Access was through right femoral. The patient was not put on any medication post-procedure, angioplasty with eclipse balloon was successfully performed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.